Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (suspend) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/15/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 05/07/2014 with the following findings:a review of the pump¿s black box history showed that the pump was manually suspended for 20 minutes on 04/06/2014. The total daily dosage was congruent with the programmed basal target. No auto-suspend occurred during investigation. The pump was suspended and emitted the appropriate audible and visible ¿suspend¿ alert. The keypad was undamaged and responded appropriately to button presses. Unrelated to the complaint, evaluation revealed that the display was discolored. The complaint of a suspend issue was not able to be duplicated during investigation.